Event description:
A trilogy 100 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center inspected the device and found the device failed testing on active exhalation control module (aecm). The ae valve was replaced to address the issue and the unit passed testing. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.